Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was present. The device was removed and a second proglide device was used to achieve hemostasis. Additional information provided to abbott vascular indicated that the operator of the device did not fully deploy the needle plunger to capture the cuffs and suture. There were no reported pt adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps. (B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.